Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 563 mg/dl at time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event customer reported that the insulin pump was not working correctly and also reported that the blank display for 3 day. Customer had been giving her self insulin but her blood glucose was still very high. Customer treated with insulin pump and manual injection. Customer stated that at the time of troubleshooting there was positive results in ketones test and nausea. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer reported that the drive support cap appears to be normal. The insulin pump will not be returned for analysis.